Manufacturer narrative:
The pentaray nav eco device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Therefore, section d9 has been populated. It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, device (including port, luer hub) was not irrigating. It was noted during the time that the device was used on the patient. Device investigation details: following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The root cause of the irrigation tube folded is traced to manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. An internal action was opened to investigate this failure mode on pentaray catheters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav. Initially, it was indicated that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 08-may-2026 additional information was received which indicated that the issue was noted during the time that the device was used on the patient. No pump was used but a syringe was connected to the catheter. They tried to use a guidewire to unclog. The correct catheter setting were selected on the generator and there was no issue with the flow rate change at the start of the ablation. Therefore, the event was re-assessed as MDR reportable with an awareness date of 08-may-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).